Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having a "funny fluttering heart rhythm" and was externally zapped which did nothing, was zapped again and converted." The patient also reported the device did not shock and upon arrival to the hospital was shocked externally. Additionally, the patient stated the "heart rate is way low." A request for additional information was made, but not received. The device remains in use and no further patient complications have been reported as a result of this event.